Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 450 mg/dl and 198 mg/dl; hi (greater then 600 mg/dl) and 201 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a procedure, the surgeon attempted to peel away one layer of the peel away lens. All of the layers detached from the hood. There was a 30 minute delay while the replacement was located and donned. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.